Manufacturer narrative:
Reliability analysis was unable to confirm the needle complaint due to customer returning only the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor needle broke so the customer was unable to insert. Customer's blood glucose level at the time 12.8 mmol/l. No significant event leading up to the incident was mentioned.